Event description:
Boston scientific received info that this right atrial (ra) lead dislodged. Diaphragmatic stimulation was observed. A lead revision procedure was performed and the lead was explanted. No adverse pt effects were reported as a result of this clinical observation.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized including a visual, a mechanical and a electrical inspection. The analysis of the lead demonstrated multiple signs of abrasion. Based on the characteristic of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. An interaction between the lead and a partner lead should be taken into consideration. The cuttings in the insulation and the partly separated lead tip occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem. Therefore in the course of the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description.